Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that 2 primary IV tubing sets would not prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21023001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv sets would not prime due to flow issues. The following information was provided by the initial reporter: I had 2 primary IV tubing sets that would not prime this morning. I could use a syringe to manually draw priming fluid above the area where it is inserted into the pump, but when going lower on the tubing, I was unsuccessful.